Manufacturer narrative:
Follow-up # 1.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch ultra meter was not powering on. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient was unsure when the alleged issue began. The patient manages their diabetes with pills, diet and exercise. The patient was unable/unwilling to answer if they made any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported developing symptoms of "dizzy, weak and passed out" sometime after the alleged issue began. The patient reported being hospitalized and received treatment of IV fluids. The patient reported testing their blood glucose on another meter but could not recall the reading obtained. At the time of troubleshooting the cca determined that the meter battery needed to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms and required treatment from an hcp after the alleged issue began.